Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt.

Event description:
Additional information received per the medical records indicate that the patient has a history of acute pancreatitis, diabetes, gall stones, hyperlipidemia, atrial fibrillation, right lower lobe pneumonia, pulmonary embolism (pe) and deep vein thrombosis (dvt). Admitting diagnosis prior to filter placement was acute, chronic pancreatitis. The patient underwent a laparoscopic cholecystectomy. After the pancreas operation the patient experienced shortness of breath, a lung scan was consistent with pe. A pre-procedural venacavagram showed the location of the vena cava, the iliac confluence. The filter was deployed via the patient's right femoral vein. The procedure was uneventful.   Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, filter embedded in the wall of the inferior vena cava (ivc), perforation of filter struts outside the ivc and fear. The patient became aware of the reported events approximately twelve years and eleven months after the index procedure. Approximately twelve years and nine months after the index procedure the patient experienced intermittent right side abdominal discomfort for two months. Computed tomography (CT) scans were done approximately twelve years and eleven months after the index procedure found the filter in place below the renal veins. The scan indicate that the filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. Some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. An incidental finding of the scan noted left renal stones.

Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. Per the medical records, admission was for acute pancreatitis treated with cholecystectomy, history includes diabetes, gall stones, hyperlipidemia, atrial fibrillation, right lower lobe pneumonia, pulmonary embolism (pe) and deep vein thrombosis (dvt). The cholecystectomy was complicated by shortness of breath, attributed to a pe (pulmonary embolism). A venacavagram assessed the caliber of the ivc and located the renal veins. The filter was deployed in an infrarenal position. There were no reports of complications. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt. Per patient profile form (ppf), the patient reports filter tilt, filter embedded in the wall of the inferior vena cava (ivc), perforation of filter struts outside the ivc and fear. Approximately 13 years post implant, the patient had abdominal pain. A CT scan revealed the filter in place below the renal veins. The scan indicate that the filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. Some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. An incidental finding of the scan noted left renal stones. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.